Event description:
Report received of an over-delivery of heparin. The pump was programmed to deliver 250ml of heparin at a rate of 10ml/hr. Reportedly, while the nuse was programming the volume to be infused (vtbi) the pump sounded an audible alarm and displayed the message "turn to run". The nurse initiated the heparin at 3:40am and then left the patient's room. One hour later, at 4:40am the pump sounded an audible alarm. A nurse responding to the alarm discovered that the heparin bag was empty. The heparin had infused in 1 hour and not the intended 25 hours. The patient had serum coagulation profile tests drawn. The results of the tests were not available. The patient did not experience any adverse sequelae. The nurse reported that she then tested the pump and found that a vtbi could be programmed, but when the rotary control knob was turned to "rate", the pump display continued to read vtbi. Consequently, both the rate and vtbi were programmed with 250, resulting in a rate of 250ml/hr and a vtbi of 250ml. Though requested, there was no further information available.